Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. In 2001, pt woke up around noontime. Pt was very tired all day, felt sleepy and dizzy and slept most of the day. Pt did not check blood glucose in the morning. At about 6:00pm, pt's blood glucose was 142mg/dl on ot meter. Pt took the pt's evening set amount of insulin, ate a dinner composed of soup, jello and juice, and then went to bed. At about 8:00pm, family members noticed that the pt's face was swollen and red. When family members attempted to wake up the pt, the pt was unable to recognize them or understand what they said. Paramedics, who were called, found pt's blood glucose at 26mg/dl on their meter of unknown brand. Pt was transferred to hosp where the pt was treated for hypoglycemia.